Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother reported that a year ago the user had a fever, and went to see a doctor to receive medication. About 2 months later during an examination of the external device, the audiologist found all channels with high impedance.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The mother reported that a year ago the user had a fever and went to see a doctor to receive medication.

Event description:
The mother reported that a year ago the user had a fever and went to see a doctor to receive medication. About 2 months later during an examination of the external device, the audiologist found all channels with high impedance. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation was carried out but the device has not been received yet for investigation.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. This is a final report.

Event description:
The mother reported that a year ago the user had a fever and went to see a doctor to receive medication. About 2 months later during an examination of the external device, the audiologist found all channels with high impedance.the recipient has been re-implanted.